Event description:
It was reported that approximately 44 months post implant of a bifurcated device, and an infrarenal and two limb extensions, an endoleak was identified. Reportedly, the patient had a routine follow up and a computed tomography identified separation between the two components. The physician plans to treat the patient with a proximal extension on (B)(6) 2014 to fix the component separation.

Manufacturer narrative:
Updated event description received additional information.

Event description:
It was reported that approximately 44 months post implant of a bifurcated device, and an infrarenal and two limb extensions, an endoleak was identified. Reportedly, the patient had a routine follow up and a computed tomography identified separation between the two components. On (B)(6) 2014 the physician treated the patient with a suprarenal aortic extension and an infrarenal aortic extension and sealed the endoleak. The patient is doing well.

Manufacturer narrative:
Based upon the investigation findings, the reported event has been confirmed. The device was not returned for evaluation and remained in the patient. There were suboptimal medical documentation and imaging studies available for this review. Product appropriateness and patient candidacy could not be fully assessed. Product use was incongruent with the IFU due to: the bilateral iliac artery diameters of approx. 3.0 cm. At one month post implant, overlap was estimated to be 1.0 to 1.5 cm, which was marginal, or might have been incongruent with the IFU instructions to create a 1.5 cm overlap; this finding most likely contributed to this event. A manufacturing record review was performed, the lot met all release criteria with no related issues or deviations that would explain the reported event. The lot usage history showed that all units were consumed and no other units were involved in any similar event. The product labeling was reviewed and confirmed that the reported event is adequately captured in the existing labeling. Based upon the investigation findings, an exact root cause could not be conclusively determined based upon available information.

Manufacturer narrative:
Endologix continues to investigate the reported event. Endologix will submit a supplemental report in accordance with 21 cfr 803.56 when additional information becomes available. Device remains implanted in patient.